Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1960, 1962. The pt has two ipgs implanted and two chargers. It is unk which ipg or charger is having the issue, therefore we are reporting on both ipgs and chargers. The pt has two chargers with the same lot number. It was reported the pt is experiencing surges while standing and a heating sensation at his ipg site while charging. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events were expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.